Event description:
It was reported that the patient experienced syncope due to oversensing noise leading to inhibition of pacing. At system revision, further noise was observed, along with fluid "bubbling" out of the ventricular is-1 setscrew grommet. The seal appeared to be different compared to the other seals in the header. The lead pins were also covered with fluid. It was initially thought that this may have been related to failure of the sealing rings, but upon examination this was not the case. The device was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: no anomalies found; grommet damage observed.